Event description:
The customer reported the system displayed a control panel and communication fail error message. A control panel error will result in a system shut down without command. There are not reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. The system operates as intended.